Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported "breast bag rupture" diagnosed via MRI. Later healthcare professional reported "intracapsular rupture with no evidence of extracapsular silicone leakage" diagnosed via MRI and "fold, fluid collection adjacent to the implant shell and cyst" diagnosed via ultrasound. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d4, d6a.

Event description:
Healthcare professional reported "breast bag rupture" diagnosed via MRI. Later healthcare professional reported "intracapsular rupture with no evidence of extracapsular silicone leakage" diagnosed via MRI and "fold, fluid collection adjacent to the implant shell and cyst" diagnosed via ultrasound. This record is for the right side. Device was explanted and replaced.